Event description:
Information received indicates the brake will engage and lock but the casters are sliding on the floor if the stretcher is pushed.

Manufacturer narrative:
The technician found the caster tire trend was worn and replaced the casters to repair the stretcher.